Event description:
Environmental service (evs) worker was cleaning patient room when she noticed a curled up burnt-looking tag on the base of the bed. Maintenance was notified and determined the electrical cord on a new bed we purchased in (B)(6) 2018 was cut and sparking causing the tag to burn. It was noticed the electrical wire was loose and when the bed was adjusted up and down the cord would get stuck between the frame (causing the cord to be cut and throw sparks). There were no safety clips holding the wire up under the bracket to prevent pinching between the frame. There was no patient in the bed at the time this was discovered, thankfully. Manufacturer response for patient bed, s3 px2-3005 standard bed (per site reporter). Stryker was notified. Tech came out and looked at the bed. Stated cord was cut/pinched between liter carrier and frame of bed. He ordered new cord and left. Facility then reported to stryker corporate office and opened claim, requesting quality team come out and investigate and determine a safe solution to fix this problem for recurring or happening on all beds purchased (30+). Awaiting response from stryker.

Event description:
Environmental service (evs) worker was cleaning patient room when she noticed a curled up burnt-looking tag on the base of the bed. Maintenance was notified and determined the electrical cord on a new bed we purchased in 07/2018 was cut and sparking causing the tag to burn. It was noticed the electrical wire was loose and when the bed was adjusted up and down the cord would get stuck between the frame (causing the cord to be cut and throw sparks). There were no safety clips holding the wire up under the bracket to prevent pinching between the frame. There was no patient in the bed at the time this was discovered, thankfully. Manufacturer response for patient bed, s3 px2-3005 standard bed (per site reporter). Stryker was notified. Tech came out and looked at the bed. Stated cord was cut/pinched between liter carrier and frame of bed. He ordered new cord and left. Facility then reported to stryker corporate office and opened claim, requesting quality team come out and investigate and determine a safe solution to fix this problem for recurring or happening on all beds purchased (30+). Awaiting response from stryker.